Event description:
The contact at the facility reported that during a stent-assisted coil embolization of the carotid artery, the deltapaq coil (cdf10015230/c19234) prematurely deployed and partially stretched as it got entangled with a partially deployed enterprise stent (enc452212/10370043). The surgeon intentionally half-deployed the stent in position before advancing the coil. The microcatheter was an ev3 microcatheter (details unknown). The surgeon had to retrieve the stent &coil and changed new stent and coil to complete the surgery. There was no significant clinical delay due to the issue. There was no report on patient injury. Nothing unusual was noted about the stent prior to use. An adequate continuous flush was maintained through the microcatheter (details unknown) used to introduce the stent there was no difficulty introducing the microcatheter over the guidewire (details unknown) prior to attempted stent placement. The microcatheter was not reshaped. The catheter was placed distal to the target site and withdrawn to place the stent. The deployment of the stent attempted was also by pushing it out of the end of the catheter. The stent was recaptured once. An adequate continuous flush was maintained through the microcatheter (details unknown) used to introduce the coil. The coil and microcatheter were retrieved as a unit as a result of the issues with the coil. A snare did not need to be used. The coil did not separate into pieces.

Manufacturer narrative:
The coil was not returned. The premature detachment of the coil was found to have been mechanical in nature. No manufacturing defects were found. Based on the event description, the most likely contributing factor to the coils premature detachment and the stretching occurred when the coil became entangled with the intentional partially deployed stent. In addition, without the return of the ev3 microcatheter, the coil, and the stent used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the premature detachment of the coil was likely to have been procedural in nature and not related to a manufacturing defect. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: enterprise stent (enc452212/10370043); ev3 microcatheter (details uknown). The deltapaq (cdf100152-30, lot c19234) will not be returned, therefore, the root cause of the coil prematurely deploying and partially stretching as it was entangled cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is related to MFR report #1058196-2015-00013.